Manufacturer narrative:
The investigation was performed based on expert discussions considering complaint description, customer service reports, and system history. According to the initially provided information, the table moved without any input from the control module. Further clarification revealed that when the user hit the foot of the table with force, the table began to rotate. No health consequences were reported to this event. The detailed investigation showed that the table base can be pushed out of the base lock due to an incorrect pre-adjustment of the ¿rotation release block¿. To resolve the problem the spring component, a part of the table brakes that prevents the table from rotating unintentionally, was exchanged as part of service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During a procedure, the patient table moved without any given command from the control module. The user bumped the foot end of the table causing the table to rotate. We have no indications of any adverse effects on the health status of the involved patient.